Manufacturer narrative:
Evaluation summary: an analysis was conducted on both the hh holster and the two probes to detemine the failure. The tubing within the probe was loose and getting caught in the gear of the probe which resulted in both the noise and the locking up of the probe. Therefore, the failure is in the probe and not the holster.

Event description:
It was reported that the holster and the probes were making a grinding noise and gave error codes l3005 and l3018. The grinding is less when the cutter is advancing. Sometimes, the probe will stop and just give error codes. The case was completed after 2 tries with an additional 3rd probe. There was no patient consequence.